Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set leaked. The following information was provided by the initial reporter: assessing IV pump/tubing and realized the IV tubing was leaking from just below the top blue connector that sit on top the IV slot in the alaris pump - if you move the tubing, fluids spray out.

Manufacturer narrative:
The following fields were updated: d4: medical device lot #: 22083208. D4: medical device expiration date: 16aug2025. H4: device manufacture date: 16aug2022. D4: medical device lot #: 22083015. D4: medical device expiration date: 17aug2025. H4: device manufacture date: 17aug2022. D4: medical device lot #: 22083214. D4: medical device expiration date: 17aug2025. H4: device manufacture date: 17aug2022. H6. Investigation summary: a complaint of IV tubing leaking was received from the customer. A sample was received for investigation. Through visual inspection, the customer complaint was confirmed. A small hole was seen at the top of the pumping segment. The set was primed and leakage was observed as well. Possible material and lots determined using the returned sample. DHR was performed for these lots. A device history record review for model 2426-0500 lot number 22083208 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 16aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22083015 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22083214 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing site was notified of this defect. The possible root causes for this defect were edges in the fixtures on manufacturing machines, tables with sharp edges, excess air pressure of the manufacturing machines, incorrect material handling and not following the procedure correctly.

Event description:
It was reported that the unspecified bd infusion set leaked. The following information was provided by the initial reporter: assessing IV pump/tubing and realized the IV tubing was leaking from just below the top blue connector that sit on top the IV slot in the alaris pump - if you move the tubing, fluids spray out.